Event description:
Pump malfunction was reported, indicated by a malfunction code in tandem source. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and attempted to assist the caller with resetting the pump, but the caller experienced issues turning off the pump. No additional information was received regarding the outcome of the event.